Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. The clinical observation of the fault code is due to charge time out from increased impedance in the battery.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code. The device delivered inappropriate shocks which led to therapy exhaustion. The device is at end of life (eol) and boston scientific technical services (ts) recommended it be replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.